Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the insulation was abraded at 7.1 cm to 7.8 cm from the connector pin due to friction to the device can. The outer coil was exposed at the same area. The outer coil filars were fractured at 14.4 cm from the connector pin as a result of clavicular crush.

Event description:
This report is to advise of an event observed during analysis.